Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: medical corporation association mamura society sawamera dialysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified forearm vein. A 5.0 x 20, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.